Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
There was a hair in the internal packaging of acc 2 stem.

Manufacturer narrative:
Reported event: an event regarding a foreign matter in the packaging of an accolade stem was reported. The event was confirmed from the image provided. Method & results: device evaluation and results: the device was not returned for evaluation. An image of the inner blister pack was provided. A hair was present on the top of the tyvek. Medical records received and evaluation: there were no medical records received for evaluation as the device was not implanted. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed. As the hair did not breach the internal sterile barrier, the part was implanted by the surgical team.

Event description:
There was a hair in the internal packaging of acc 2 stem.